Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the left anterior descending (lad) coronary artery using 3.50 x 33 mm xience alpine stent delivery system (sds). Reportedly, during preparation of the sds, the tech inadvertently pulled the stent off the balloon while removing the mandrel and protective sheath and no one noticed that the stent was missing from the balloon. The sds was advanced to the lesion and under angiography it was observed that the stent was missing. The sds was removed from the anatomy and replaced with a new 3.50 x 33 mm xience alpine sds to successfully complete the procedure. The missing stent was later found in the trash with the mandrel. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). Correction: device status changed from returning to not returning. Correction: facility name and address. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The xience alpine everolimus eluting coronary stent system instructions for use (IFU) states: prior to using the xience alpine stent system, carefully remove the system from the package and inspect for bends, kinks, and other damage. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted. The IFU deviation does not appear to have directly caused or contributed to the reported stent dislodgement. The investigation determined the reported dislodgement appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.